Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised they had air bubbles the size of champagne bottles inside the reservoir. Customer advised all bolus deliveries had properly recorded in the bolus history. Customer performed the high pressure test and passed. Troubleshooting for prime rewind was performed. Customer advised insulin squirted out during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.